Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator had a damaged power pigtail and was giving the patient intermittent bipap breaths "vent was on the patient. It seemed to be working fine, then just stopped delivering a breath, repeatedly while we were troubleshooting. The patient was signaling that she couldn't get a breath, we tried troubleshooting it and on the third time we removed it and put her on flow driven CPAP." No patient harm reported.

Manufacturer narrative:
H3: finding/root cause: unable to duplicate the reported complaint. Uut was functioning with no faults. Disposition: revel, english service repair p/n:19260-001-99 s/n:(B)(6) will be moved to factory service. Replaced hybrid pcba, o2 module, exhalation module, pressure module, flow sensor as a precautionary measure and pigtail. Replace materials as required, rework to configuration, recalibrate, and retest per specifications & standards.

Event description:
Additional information received indicates that the ventilator was returned for further investigation. Fa lab was unable to duplicate the reported complaint. Uut was functioning with no faults.